Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. As reported the nerve and testicular damage occurred during the explant procedure on (B)(6) 2014. It is unclear whether the damage was specifically related to the device or to an incident directly related to the procedure. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in september, 2010. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk to hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a bilateral inguinal hernia repair procedure with the implant of a davol flat mesh. One mesh was customized and used for both the right and left groin areas. It is alleged that postoperatively the patient experienced discomfort above his groin area and right sided soreness. As reported about 8 months later the patient continued with severe pain in his groin and reported feeling a tingling sensation that resulted in severe pain that caused his inability to walk at times. It is alleged that on (B)(6) 2014 the patient was diagnosed with a right recurrent hernia and underwent an additional surgery which involved removing the davol flat mesh on both the right and left side. As reported, the surgeon then implanted a non bard/davol mesh. As reported, on (B)(6) 2014 the patient presented to the hospital ER with complaints of severe debilitating pain in his right groin. An ultrasound was performed and showed nerve and testicular (no longer functional) damage. As reported the damage occurred during the explant procedure on (B)(6) 2014. It is alleged currently the patient has another recurrent right inguinal hernia and will need an additional surgery; however, he is afraid of having it performed due to the history of his previous complications. As reported, the patient can no longer run or be physically active with his children and has difficulty with walking at times.